Event description:
Device 2 of 4. Reference MFR report: 1627487-2012-11181, 11183, 11184. The pt received 4 leads, and two had the same lot number. It was reported the pt had some drainage at the lead incision site in her neck (off-label use). The physician reopened the area and irrigated the site with antibiotic. In addition, the pt reported she was having difficulty charging; success with charging the ipg depended on her position. Follow up on (B)(6) 2012, found the pt was having increased pain when the stimulation was turned on. It was reported the pt has to be scheduled for a follow up appointment.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.